Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: dislodged stent remains free floating in the patient. Device issue: stent dislodgement. It was reported that the target lesion was a heavily calcified rca. Pre-dilation was not performed. Repeated attempts were made to cross the lesion, even with the use of a buddy wire, but all were successful. The guide wires and the ultra were removed from the patient at the same time. The stent was then found floating in the aorta and a retrieval attempt was made; however, the stent went to a small branch in the periphery where it remains. There were no patient effects reported. The stent delivery device was discarded and will not be returned. No additional event or patient information is available.